Event description:
Reportedly, during the surgery a part of the valve fell into the surgical area cavity. The piece was retrieved without incident. There was no patient injury reported. Procedure: lap chole.